Event description:
The customer reported having problems with the insulin pump. The blood glucose reading at time of call was 130mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The customer stated that she contacted her doctor about her high blood glucose, and she was advised to take manual injections. The caller mentioned having high blood glucose the day she was getting her heart surgery due to a heart attack. The customer was frustrated and passed to her daughter to continue testing. The caller stated that the insulin pump has a scratch on the display window, and the customer was having high blood glucose since she left the hospital. The customer was taking a medication, but it is unknown if the medicine or the insulin pump causing her glucose to elevate. No further information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.